Event description:
The customer received questionable results for phenytoin on multiple samples from one patient. The results were generated between (B)(6) 2012. The customer has performed a serial dilution of the patient's sample and found a non-linear curve of recovery. The customer believes this indicates the possible presence of a heterophile antibody. All results are in ug/ml. This MDR is for testing on cobas 6000 c501 serial number (B)(4). On (B)(6) 2012, the patient was seen at the patient's clinic. A sample was tested on c501 serial number (B)(4). The initial result was 0.4, accompanied by a data flag. The result was repeated on the same analyzer and generated a result of 0.2, accompanied by a data flag. These results were not reported outside of the laboratory. A sample was also tested on c501 serial number (B)(4). The initial result was 0, accompanied by a data flag. It is unknown if this result was reported outside of the laboratory. On (B)(6) 2012, the sample from (B)(6) 2012 was retested on c501 serial number (B)(4) and c501 serial number (B)(4). The results from both c501 analyzers was <1. It is unknown if these results were reported outside of the laboratory. The sample from (B)(6) 2012 was then tested on integra 800 serial number (B)(4), and generated a result of 12.2. The sample was also tested on a dimension rxl and generated a result of 12.1. The result from the integra 800 was deemed to be the correct result. On (B)(6) 2012, another sample from this patient was run on c501 serial number (B)(4), and generated a result of <1. It is unknown if this result was reported outside of the laboratory. The sample was then tested on integra 800 serial number (B)(4) and resulted 17.3. The sample was also tested on a dimension rxl and generated a result of 17.1. The result from the integra 800 was deemed to be the correct result. The customer also alleged that the drug allegra cross reacted with the phenytion assay. The field application specialist spoke with the customer, who indicated that there may be a possible drug interference from allegra for the cobas 6000 phenytoin assay. The customer also concluded that the patient has a heterophilic mouse antibody to the components of the cobas phenytoin assay which uses mouse antibody.

Manufacturer narrative:
It has been determined that the patient in question has not been diagnosed with human anti-mouse antibody (heterophile antibody).

Manufacturer narrative:
The investigation has determined hama can be excluded as an interferent in this sample. It was also determined that an investigation into the cross reactivity potential of fexofenadin (allegra) is not required as the event was reported to be low recovery of samples, and not high recovery.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. (B)(6).

Manufacturer narrative:
During the investigation, the false negative results with phenytoin on cobas c501 and the high results on the integra 800 were confirmed with all samples. As the patient sample interferes with several kinetic interaction of microparticles in solution (kims) assays, which include different types of antibodies; it is concluded that the patient produced an antibody against the micro particle surface. The interference is documented in the product labeling.